Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, while on transection of sigmoid, the stapler was able to f ire; however, the surgeon stated that the staple line was unacceptable using the radial reload. The stapler had to be fired 3 times to complete the staple transection of bowel, then had to re-do it a fourth time with another stapler to provide a satisfactory staple line. After the case, it was noted that the surgeon told the sales rep that the staple line itself was fine, it just looked zigzagged due to the firing of multiple radial reloads, but stated it was fine. On application of the circular stapler for circular anastomosis, the stapler could not be removed from the rectum after it was fired. The surgeon was then instructed to advance the stapler forward then the device came out. The staple line looked intact on leak test; however, there was some bruising and ecchymosis of the staple line. There was no patient injury.